Manufacturer narrative:
Olympus followed up on this reported event and obtained additional detailed info. The users were reported to have continuously activated the unit and electrode for 20-25 seconds prior to the device smoking. The device instruction manual states, "caution: the maximum output time should be 10 seconds and there should be an interval of 30 seconds between outputs." The electrosurgical unit referenced in this report was returned to olympus for eval. The eval did not confirm the user's report of smoke coming out of the unit during use, but evidence of electrical damage was found inside the unit. The resistor, r22 component in the printed circuit board was found discolored, likely due to the exceeded output capacity imposed on the unit. Further, the device was tested with a test olympus electrode and the unit was found to have functioned appropriately. The unit underwent a software upgrade and was returned to service. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported to have observed smoke coming out from the back of the unit during a therapeutic transurethral resection of the prostate. The users reported to have completed the procedure with the use of a different, but similar electrosurgical unit and with the same electrode. There was no pt injury reported.